Manufacturer narrative:
Final device analysis reveals procedural nonconformance - difficulty with catheter/guidewire interaction - catheter sheared. The catheter was received with a deformed (bunched) area 5-27 cm from the proximal end. It was in this area where the shear holes were found. The catheter was 81.4 cm and was received complete. The guidewire was 81.3 cm. The catheter, as received, was occluded with dried drug/blood. The occlusion was broken during decontamination, but the catheter needed to be cut once due to the occlusion to assist in the decontamination. Over a dozen shear holes were found in the catheter in the area of the catheter that was deformed in shape. There was damage to the windings of the guidewire in 3 places- 2.8, 3.8, and 4.8 cm from the distal tip of the guidewire.

Event description:
It was reported that during catheter replacement surgery, the hcp had extreme difficulty withdrawing the guidewire from the catheter. The catheter was subsequently removed and another catheter was placed without difficulty.